Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the blue winged luer cap. The device was leaking into the yellow outer wrapper and found while unpacking the delivery prior to patient use. There was no patient involvement. The device was filled with fluorouracil. No additional information is available.